Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information from sales rep: was any medical intervention used? (Such as convert to open to control) case was already open. Where was the bleeding from? (State where) ip ligaments and uterines. How much blood was lost? (Cc's) unknown. How was the bleeding controlled? Clamp and ties. Was a transfusion required? Yes. What was the size of the vessel or artery? Unknown. How long has the surgeon and account been using this device? 4 months. Were you present for the procedure? Yes. Are the jaws cleaned of tissue between transections? Yes. Is yes, how were the jaws cleaned? Wet gauze. Was the device dis-connected and re-connected to the generator? No need to; no. Did the gen11 display any yellow alert screens during the procedure? No. Did the surgeon hear the tone changes? Failure to reach tone 3; couldn't fully advance blade. Was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents? If yes, specify prescribed medication. Unknown. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Unknown. Does the patient has a known coagulation disorder? Unknown. Has the patient taken any steroids? Unknown. What was the total blood loss? Unknown. What was the patient's pre-op hemoglobin and hematocrit? Unknown. What was the patient's post operative hemoglobin and hematocrit? Unknown. What is the current patient condition? Unknown.

Event description:
It was reported that during a total abdominal hysterectomy procedure, the surgeon had to use two hands to advance the blade for three firings. The device did not fire smoothly as it did two weeks ago. Opened a second device and it was just as hard to advance the blade for an additional three firings. Three were opened ligasure impacts (as he broke two across tissue) for this case. There were no patient consequences. Case completed with another device of the same product code. Clarification from sales rep: surgeon broke the ligasure impacts, not the super jaws device.. Excessive force to fire with both super jaws. Broke the firing mechanism (blade advancement) with 3 ligasure impacts. Excessive bleeding due to not being able to utilize any of the energy devices. Nothing broke on super jaw. Nothing left in patient. Excessive force to fire. Excessive tissue bleeding, even after 3 ligasure impacts.

Manufacturer narrative:
(B)(4). Both devices a and b were received in good visual condition. The devices were tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). As the devices activated and cut the test media, no conclusion could be reached as to the issue of the device not sealing. There were no anomalies noted with the functionality of the devices device b batch j90n3d. Mfg date 4/12/2012. Exp date 3/12/201.